Manufacturer narrative:
Corrected the selection to required intervention to prevent permanent impairment/damage. In the initial report, "life threatening" was selected by mistake.

Event description:
The manufacturer was notified on (B)(6) 2016 that mitroflow valve (lxa23) was explanted. Clinical report was received on (B)(6) 2016.